Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due lead noise resulted in the patient receiving inappropriate high voltage therapy. Securesense did not inhibit therapy delivery because undersensing had been detected on the securesense channel. The lead was capped. The patient condition was stable following the procedure and normal follow up will continue.